Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of basket wire detachment. Investigation results: the returned zero tip basket was analyzed, and a visual evaluation noted that the device returned with the basket on its open position and the handle returned in good condition. The handle was actuated, and the basket was able to open and close. Microscopic examination identified that one of the basket wires was broken from the tip and the wire was not fully detached. Additionally, necking evidence was found on the broken wire. With all the available information, boston scientific concludes that the reported event of basket wire break was confirmed. Based on analysis results, an investigation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a zero tip basket was unpacked to use in a transurethral lithotripsy procedure. Upon unpacking and checking the operation, the basket wire was noted separated in the basket. The procedure was completed with another of the same device with no patient complications.

Event description:
It was reported that a zero tip basket was unpacked to use in a transurethral lithotripsy procedure. Upon unpacking and checking the operation, the basket wire was noted separated in the basket. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of basket wire detachment.